Event description:
It was reported that a 9 day old (30 wk gestational age) baby was being treated in the subject device in pt control mode, with the control temperature set at 36.4c. Approx two and a half hours after infant was attended, a heart monitor alarmed. When the nurse checked the pt, she found that the disposable non-ohmeda probe had dislodged from the infant's abdomen (it had been secured with a non-ohmeda probe patch cover) and was lying on the mattress toward the infant's head. The air temp displayed 38.8c & reportedly no alarm activated. The pt's axillary temp, measured 101.9f (38.8c), although they did not know what the pt display temp. Was prior to the probe being replaced on the pt. The pt was cooled down & his temp stabilized. There was no injury.